Manufacturer narrative:
Device evalutation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed during testing. The optic switch and optic switch bracket to correct issue. Additionally, during investigation, it was found that the downstream occlusion(dso) seal was delaminated and dso sensor was contaminated. Both the seal and the sensor were replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41622 with a red screen. There was no patient involvement, the event occurred when programming the pump.